Manufacturer narrative:
(B)(4) - (bile leakage) title expanding the indications for single-incision laparoscopic cholecystectomy to all patients with biliary disease: is it safe? Source surg laparosc endosc percutan tech. Volume 25 (10-14), 2015, number 1. Date of publication: feb 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clip applier was used to occlude the cystic duct and cystic artery. In the patients with acute cholecystitis, there were two patients (2/57, 3.5%) with postoperative bile leaks from the cystic duct stump and two patients who had a retained stone postoperatively.